Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0871 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 21-jan-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 20375 u and dailytotalofbolusinsulindelivered = 53.5 u which is equal to the dailytotalofallinsulindelivered = 73.875 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 21-jan-2025, multiple no delivery alarm/insulin flow blocked alarm were found on 01/21/2025 from 15:17:19.000 until 16:35:47.000 during bolus deliveries. The pump was received without a battery and a battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken belt clip rails, cracked select keypad overlay and pillowing keypad overlay. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for under/over delivery anomaly was not confirmed. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Cosmetic damage on the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery of insulin pump, insulin pump was cracked and insulin flow block alarm. The customer reported elevated ketones/diabetic ketoacidosis, hyperglycemia treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1886. Troubleshooting was performed. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode/smartguard feature was active at time of high blood glucose event. Customer declined to test pump. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump or not. Mmt-1886 was requested and customer response was the device will be returned.